Manufacturer narrative:
The insulin pump was monitored for several days. Unit received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery/occlusion alarm noted. No unexpected low battery alarm anomalies noted. No unexpected failed battery test alarm anomalies noted. No unexpected weak battery alarm anomalies noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report high blood glucose levels, a no delivery alarm, a failed battery test alarm, a weak battery alarm, and a low battery alarm. The customer's blood glucose reading was 400 mg/dl, and treated with the insulin pump. Troubleshooting was performed and the alarms were all able to be cleared. The customer was advised to discontinue use of the device and revert to a backup plan. The device was replaced and will be returned for analysis.